Event description:
The device was implanted on (B)(6), 2011. The following day, the pt had a thoracic oppression, and two days later had stronger thoracic pain. X-ray photography showed a pericardiac effusion which compressed the right ventricle. Urgent drainage of the effusion was performed. Note: the thoracic x-ray performed on (B)(6), 2011, indicated that the leads were properly implanted, no migration of the electrodes through the endocardium.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.